Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he fell out of his canoe while wearing the insulin pump; the pump began to alarm and the display became blank. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for pump exposure to fluid. The display went blank immediately after the pump was exposed to the water. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.